Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an infected thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac). During the treatment, tgm343415j was deployed just below the brachiocephalic artery. An angiography revealed an approximately 10 mm migration of a proximal side of the stent graft to distal at an inner curvature and a proximal type I endoleak. For treatment, additional tgm343410j was implanted so that a partial uncovered stent was placed on the brachiocephalic artery. The proximal type I endoleak was resolved however, 20 mmhg of blood pressure difference between at ascending aortic and bilateral subclavian arteries was observed. Considering a possibility that a sleeve was obstructing blood flow to the brachiocephalic artery, additionally a (smart) stent was implanted into the brachiocephalic artery. The blood pressure difference was almost unchanged. The physician decided to monitor it. The patient tolerated the procedure. The physician stated that there were two possible reasons for the migration. Over-angulation of the device caused the landing length on the inner curvature to be shortened and the stent graft was pulled into the aneurysm. Or, the vessel wall was fragile due to the infected aneurysm, and immediately after deployment, the vessel wall widened due to radial force, resulting in a shortened neck that pulled the stent graft into the aneurysm. Regarding the blood pressure difference, it remained almost the same after implanting the smart stent, so the problem may be with the way the vascular graft was anastomosed, etc.